Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Insulin pump received with cracked case on display window corners, cracked lcd window, cracked reservoir tube and cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. The blood glucose reading was not known. Customer could not recall any significant events leading to this alarm and stated that the insulin pump was not exposed to any strong magnetic field or MRI. Customer was unable to rewind the insulin pump. Nothing further was reported.